Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles. The blood glucose at the time of the incident was 320 mg/dl. The customer states the catheter on the reservoir is not connecting right and the reservoir moves. As a result air bubbles are building up causing the blood glucose to go high. The customer used a different reservoir from another lot and no air bubble occurred. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.